Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep). The rep reported that no cause had been determined because the patient had not returned the rep's calls or messages. It was noted that the healthcare provider (hcp) was aware that the patient had not followed up.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation, spinal pain. It was reported that the patient's thing was going haywire and it didn't charge and it turned up their zapper and sometimes it would be going along working all of a sudden it would shut off and then come back and zappy real hard. The rep stated it was possible adaptive stim, which had been activated at post operation but unknown whether it had been turned off since then. Patient did not give feedback when asked about this. Patient stated he tried to reset the patient programmer by taking out battery. Patient was informed stim changes would not be fixed with a new device and further investigation was needed. Patient was provided information on how to turn off adaptive stim. Additional information received from the patient on 1/29. It was reported that the patient could not recharge his insr. He tried to use the recharger (insr) but the controller just showed the battery life and no recharge quality or options to start charging so it would not go into recharge mode like it was supposed to. Patient stated he tried a couple days ago his ins was at 30% when he tried to charge. Patient stated his ins was off because he turned it off before and now the ins was empty battery. Patient stated he usually has no issues. The patient programmer (pp) would recognize the insr was plugged in for a sec and then would go to the connect recharger antenna before he could press the continue button on his controller. So patient was unable to charge his ins and show the battery level. Issues not resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
A correction was made to reflect the most accurate aware and event date. If information is provided in the future, a supplemental report will be issued.